Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: the device was not locked and fired normally. It was advanced but with no staples. There were no staples on the staple line. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
The linear stapler (tx30v) was used during a liver transplant procedure, when it was the time to use it, the stapler didn't staple and there was a technical error with it. There were no patient consequences.